Manufacturer narrative:
It was reported that while end-user was sitting on the bath bench, one of the legs buckled resulting in end-user falling. Per report, emergency medical service was called and patient stayed in the hospital for partial right hip fracture which required surgery. The reporter stated that he does not specifically know how the event transpired. The end-user was reportedly with an attendant at the time of the incident. It was reported that the bath bench was used for approximately 3 months. Due to the reported hip fracture, surgery and hospitalization, this medwatch is being filed. The sample is not available to be returned for evaluation. Pictures were provided and the reported bent leg of the bath bench was confirmed. A root cause could not be determined at this time. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that while end-user was sitting on the bath bench, one of the legs buckled resulting in end-user falling.